Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2006, this patient was implanted with a gore tag thoracic endoprosthesis where there was an unintentional covering of the left subclavian artery. No adverse events have been reported and the patient is doing well.